Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that air water channel had foreign material which was white crystallized material believed to be simethicone which remained possibly due to insufficient reprocessing or user handling; however, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps and there was no physical damage on the area where foreign material remained. Therefore, a definitive root cause could not be determined. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had the air/water channel contaminated. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; the light cover glasses are chipped; light cover glasses adhesive is worn; optical cover glass adhesive is worn; outlet pipe condition sealant is worn; distal end cap is worn; distal end adhesive is lifting; control body-identity badge was missing; control body - left/right angle control was stained and the hot and cold test had misty image. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.